Event description:
The facility's biomed engineer reported an infusion pump with an 812:04 failure code. It was unknown if this failure occurred during patient use. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical interventional, patient injury, age of patient, medication involved or the set up of the infusion device.